Event description:
It was reported that the burr detached. The patient presented with coronary stenosis, and a 1.50 mm rotapro burr was selected for use. During burring of the left circumflex (lcx), the burr unexpectedly detached from the driveshaft. The vessel had been burred approximately six times previously at 180,000 rpm for up to 30 seconds per run. Although resistance was high, burr movement remained normal and the wire remained intact until the burr detachment occurred. The burr was removed together with the wire by pulling. After the procedure, the handshake connection was found to be twisted. The procedure was successfully completed using another device. No patient complications.

Manufacturer narrative:
Device history review: a review was completed of the device history records (DHR) for the rotapro, part # (B)(6), batch #0038016903. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could contribute to the event. Device technical analysis: returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit. Visual inspection of the device found that the burr and coil were detached, and the handshake connection was bent. Rotational testing of the device could not be performed due to the damaged handshake connection, coil, and burr. Inspection of the remainder of the device presented no other damage or irregularities. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review performed for the rotapro device confirmed that the event of 'burr detachment of device or device component' is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of 'adverse event related to procedure'. Product analysis confirmed the reported detachment as the coil and burr were detached. The reported twisted handshake connection could be confirmed as the handshake connection was bent. The reported high resistance during ablation could not be confirmed as rotational testing could not be performed and clinical circumstances could not be replicated. A review of the device history record [DHR] indicates that the device was manufactured per specification. The instructions for use include testing of the device before usage within the body and state that use of the device is to be discontinued if evidence of a failure or damage is present. As the reported events do not indicate any device damages or failures during unpackaging, preparation, or testing, it was considered likely that the reported detachment and resistance during ablation occurred due to factors encountered during the procedure.

Event description:
It was reported that the burr detached. The patient presented with coronary stenosis, and a 1.50 mm rotapro burr was selected for use. During burring of the left circumflex (lcx), the burr unexpectedly detached from the driveshaft. The vessel had been burred approximately six times previously at 180,000 rpm for up to 30 seconds per run. Although resistance was high, burr movement remained normal and the wire remained intact until the burr detachment occurred. The burr was removed together with the wire by pulling. After the procedure, the handshake connection was found to be twisted. The procedure was successfully completed using another device. No patient complications.